Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 250 units of insulin. In addition, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 400 mg/dl. Customer reloaded the same cartridge to resolve the issue.